Event description:
Customer reported that the insulin pump has cracks. Customer stated that the cracks are on the lcd screen and bottom reservoir compartment. Customer stated that the device was dropped. Customer is able to read the display. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.